Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the esc button was not responding. Insulin pump will be replaced. Customer's blood glucose was unknown.